Manufacturer narrative:
The reported event is confirmed, supplier related. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted from the photo sample. An evaluation for erratic display could not be completed from the photo sample. The physical sample was evaluated. A potential root cause for this event could be operator error. A DHR review cannot be performed as the lot number is unknown. A label/pack review is not required as a review of the label could not have prevented the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature wasn't displayed while using the extension cord of the temperature sensing catheter. There was bad temperature indication. As per sample evaluation results received on 20oct2022, stated that the cable was found to not meet specification during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature wasn't displayed while using the extension cord of the temperature sensing catheter. There was bad temperature indication. As per sample evaluation results received on (B)(6) 2022, stated that the cable was found to not meet specification during evaluation.